Manufacturer narrative:
Tw ID # (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The lot number and exp date have not been provided despite multiple attempts to obtain the information. Therefore, the production identifier fields are not available.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure of the saphenous vein, vasoview hemopro 2 began erratically and inconsistently cauterizing and cutting vein branches before it stopped working altogether. The power was set to 3. Regular troubleshooting took place to replace the power cords and power supply, but nothing worked until they opened a new device and it worked perfectly. There was no patient harm or additional follow up needed. There was no case delay beyond the cord troubleshooting and opening a new device.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000426648, 3000424853, and 3000423218 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Neither an expiration/manufacture date nor a lot/serial number were provided, therefore only a partial UDI# is available.

Event description:
N/a.